Event description:
Customer reported a button error alarm. The customer's blood glucose was 300 mg/dl. The customer also reported several motor error alarms during a basal delivery. The customer could not recall any significant events leading to the alarms. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. No button error alarm noted. Unable to verify low battery alarm and motor error alarm due to no button response. Motor passed motor test. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.